Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-08817. It was reported the pt had a sudden loss of pain coverage on one side. X-ray suggested lead migration. The pt is under the process of lead replacement. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.